Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted. Samples were taken from the current production. The cuff from the samples was inflated and left for four hours, then were checked to verify if any leak was present. All samples were still fully inflated. Alleged defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Review of d005120 rev 01 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect reported. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device has a leak. Alleged defect reported as detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. Visual examination revealed that the sample was received with the balloon cuff partially inflated. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff. A lab inventory syringe was attached to the pilot balloon and the balloon cuff was deflated. Next, the syringe was filled with air and reattached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "tube leaking" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges the device has a leak. Alleged defect reported as detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.